Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 403 mg/dl at the time of incident. Customer current blood glucose: 417 mg/dl. Customer reported that this morning when she woke up her pump was saying 62 mg/dl & her finger stick was 103 mg/dl. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.